Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend has been indentified. Event description: patient (ID: (B)(6)) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem. According to the received information, a revitan stem and a cocr head were implanted on (B)(6) 2012. Subsequently, the revitan proximal component, head and insert were revised on (B)(6) 2012 due to infection and hematoma. Review of received data: surgical report, (B)(6) 2012: diagnosis/treatment: re-implantation of a htep, tenotomy and resection of heterotopic ossification following complete removal due to periprosthetic infection. Findings: upon opening of joint release of clear liquid, intraoperative antibiosis, resection of scar tissue, debridement of acetabular floor and reconstruction using a 62 b-s ring, preparation of femoral canal, removal of granulation tissue and jet lavage, insertion of all components, procedure time 2hrs 53 minutes, postoperative antibiosis (sobelin). Complication report, (B)(6) 2012: wound hematoma, infection, device replacement. Surgical report, (B)(6) 2012: diagnosis: wound hematoma and early infection following right htep re-implantation treatment: debridement of wound hematoma and revision of proximal revitan component, cocr head and insert discharge summary: patient was stationary from 04 july 2012 to 30 july 2012. Anamnesis: htep removal right (B)(6) 2012 due to periprosthetic infection (mrsa) and postop blood loss anemia. Treatment: re-implantation htep right on (B)(6) 2012. Subsequently, wound revision and replacement of proximal revitan component, head and insert on (B)(6) 2012 due to wound hematoma and infection (staph. Epidermis). Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was not approved by zimmer biomet, as the burch-schneider cup and the cocr head were combined with smith & nephew products. Conclusion summary: patient (ID: (B)(6)) is part of a single-center follow up study to obtain long-term survival, clinical and radiographic outcome data on the modular zimmer revitan® revision stem. According to the received information, a revitan stem and a cocr head were implanted on (B)(6) 2012. Subsequently, the revitan proximal component, head and insert were revised on (B)(6) 2012 due to infection and hematoma. The reported infection and the involvement of a burch-schneider cage and a revitan stem could be confirmed. Based on the missing lot number review of the manufacturing records and the sterilization records could not be performed. The used product combination was not approved by zimmer biomet due to usage of competitor products as cup and inlay. In conclusion, due to the lack of information and the use of competitor products no in-depth investigation and no exact root cause could be identified. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00733-1.

Event description:
Investigation results are now available.

Manufacturer narrative:
Medical product: cocr head 28/+4 'l' 12/14; item#14280720; lot#unknown; revitan, distal part, straight, uncemented, 20/140; item#01.00405.120; lot#unknown; burch-schneider, reinforcement cage, new, right, 62; item#01.00191.262; lot#unknown. Therapy date: (B)(6) 2012. The manufacturer did not receive x-rays for review. Surgical reports were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to infection and hematoma treatment.